Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a (B)(6) year-old male. Doi and the initial pressure setting are unknown. When performing contrast radiography due to inability to change the setting, occlusion around the valve was found. The device was replaced on (B)(6) 2016, and the patient's condition is good after the revision. The surgeon requested to locate the occlusion point in the valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: the silicone housing at the proximal end was cut/torn, the valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard passed the test. The valve was leak tested, leaked at the cut/tear in the silicone housing at the proximal end of the valve. The catheter was irrigated, no occlusion was noted. The valve was dried. The valve could not be pressure tested due to the damage in the silicone housing. Review of the history device records confirmed the valve product code ns9008 with lot ctkb26, conformed to the specifications when released to stock in 17th september 2015. No root cause could be determined for the problem reported by the customer as no occlusion was found. The root cause of the cut/tear in the silicone house at the proximal end of the valve is probably due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.